Event description:
It was reported that the syringe module had stopped in the middle of medication infusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe module had stopped in the middle of medication infusion. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the syringe module had stopped in the middle of medication infusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Omit: a0404 - crack (1135) , g03012 - sensor , g04052 - fastener, g04091 - mount, g0405206 - latch,c02 - electrical problem identified, c0702 - friction problem identified, c1601 - assembly problem identified, d0301 - manufacturing deficiency, correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g codes and manufacturer narrative. Investigation summary: the report of the syringe module had stopped in the middle of medication infusion was confirmed through a review of the device logs; however, the error was not replicated during testing. ¿ the pcu and pcu logs were not returned for investigation and therefore could not be reviewed; however, the syringe device logs showed an infusion took place on (B)(6) 2023 at 6:07:48 am. Shortly after at 6:20:39 am an alarm occurred for plunger position failure. ¿ results from the worn split nut test method, consisting of back pressure infusion testing and a plunger force accuracy test performed on the source syringe module found the device operating in specification. The source syringe module did not exhibit any anomalies or errors during testing. ¿ during the internal inspection process, signs of thread wear was discovered on the split nuts is suspected to have attributed to the reported complaint. ¿ it is recommended that when opening the gripper control knob on the syringe module, that it be fully opened before raising and lowering the drive head to prevent premature wear/damage to the split nuts. ¿ laboratory testing showed the device to be operating as expected and the motor circuitry phases were each measured and found within expected levels. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the syringe module stopping during an infusion is likely due to a worn split nut, that resulted in a 351.6660 channel error being generated. Note that this report lists imdrf annex a1801, a0401, a040502, a0509, a040601, g04037, g0405213, g02017, g04055, g04070, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.